Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. Analysis revealed that the distal conductor was fractured. It was also noted that the proximal conductor was fractured, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, and the outer insulation had a cosmetic depression. Visual analysis indicated that three of six proximal conductors fractured at 15.8cm.